Event description:
Event description cpi received information that while hospitalized the patient went into asystole and it was reported that the implantable cardioverter defibrillator (ICD) did not pace the patient. Ventricular capture was not possible with the ICD programmed to maximum outputs. Attempts at external pacing were unsuccessful and the patient died.